Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that while she was reading, her infusion device began to beep and displayed "77" on the screen. The pt reported that the power pack had been in use for 3 weeks. The pt was aware of the recall. The pt inserted a new power pack and the device functioned properly. The pt was unable to read the lot number or expiration date of the power pack. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.